Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump would not power on after exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Moisture was observed behind the pump display lens. The pump was powered on and displayed the verify screen with audible tones, however the display was discolored. No damage was observed to the pump battery compartment and a test battery cap was fully secured to the pump. A leak test was performed and a display lens leak was found. The pump case was opened and moisture was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.